Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a patient implanted with ulys vr df4 2240 s/n (B)(6) on (B)(6) 2022, was hospitalized on (B)(6) 2023 due to cardiogenic shock, hypotension, fever, heart failure, supraventricular arrhythmia at 200bpm treated with 6 inappropriate shocks. Patient finally died on (B)(6) 2023 due to cardiogenic shock and septicemic.